Event description:
It was reported that on an unknown date, four devices were received as blind units. Upon manufacturer investigation it was determined that there were no visual defects on the devices, however, they were all out of specification (torque). This report is for an ao handle torque limiting 3.0nm. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a synthes employee. H3, h6: a review of the receiving inspection (ri) for ao handle torque limiting 3.0nm ,was conducted identifying that lot number km898896 was released in three batches. Batch1: released on 14 october 2020 with no discrepancies. Batch2: released on 05 march 2021 with no discrepancies. Batch3: released on 18 august 2021 with no discrepancies. Supplier : depuy : (B)(4) inc. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no cosmetic defects within the ao handle torque limiting 3.0nm. A dimensional inspection for the hand w/torque limit funct 2.5nm was not performed as it is not applicable to the complaint condition. A functional test was performed using a torque meter. The device was out of specification. The complaint was able to be replicated and it was out of specification. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the ao handle torque limiting 3.0nm was found out of specification. The root cause can be attributable to maintenance. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. Current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.